Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a, "slight problem with the auto post-ventricular atrial refractory period." It was noted that the patient experienced pauses and dropped beats occurred. The right ventricular (rv) lead exhibited oversensing and loss of capture. It was suggested the rv lead be reprogrammed, however, no action has been done at this time. The right a trial (ra) lead exhibited far field r-wave (ffrw) oversensing and undersensing of p-waves. The ra lead and ipg were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.